Manufacturer narrative:
Additional information sections: d10, g4, g7, h2, h3, h6, h10. The reported event of a irregular deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. Two photos and a video were also received and appear to show a bulbous deformation on the distal disc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a 30mm amplatzer pfo occluder was selected for a procedure. The shape of the pfo coming out the delivery system was irregular.